Event description:
Additional information received from the patient reported that since she had an MRI in (B)(6), she had nerve pain "through my unit is putting up a code" of elective replacement indicator (eri). The patient noted that her device was put in (B)(6) 2014 and was wondering if a battery as new as hers should be going bad already.

Event description:
Additional information received from the patient reported that the first burning sensation inside of the implant pocket site after an MRI occurred in 2014 and the burning went away. The second time occurred on (B)(6) 2015. During the second time, the patient had activated the MRI mode. Since having the MRI she still was having the burning sensation inside the implantable neurostimulator (ins) pocket site. It was noted that the patient did not speak with the healthcare professional (hcp) regarding either of the incidents. It was confirmed that the patient was getting therapy relief from the implant. The patient was recommended to contact her hcp office. Further follow-up is being conducted to determine if the patient had notified her managing physician about the issue, what steps were taken to resolve the burning sensation, and if the sensation had been resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information reported here was previously reported in manufacturer¿s report 3004209178-2016-18828, all new information will now be reported under this current report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that a patient mentioned during an MRI in (B)(6) 2015 that they experienced a burning sensation around the stimulator site. The MRI was on the right shoulder. The patient reported intense burning at the battery site. The patient began feeling burning sensation after she had her MRI. The patient stated that she then started losing the ability to charge and the battery was getting the "end of life" message. The generator was turned off during the MRI, however the patient said according to the interrogation by the manufacturing representative it was still showing that it was on. The patient was going to have an explant/replacement on (B)(6) 2016 but that was cancelled and needed to be rescheduled. The cause of the end of life message was unknown. It was not determined if the event had resolved. The device had not been explanted. Records indicate that it had been turned off. Relevant medical history included: chronic low back pain, spinal pain

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for chronic low back pain and spinal pain patient reported they heard MRI's were safe for them with their implantable neurostimulator (ins), but the two times they had them their battery pocket burns and hurts a lot after. The patient also had slight bruising in that area. No outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.